Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a mom zimmer moore stem with a rom mom acetabulum. Patient developed a pseudotumor reaction. The patient had an incomplete response to changing the femoral head to a poly large head design. There was still corrosion occurring at the taper of the neck and body junction. Therefore, the patient underwent hip revision. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00927.

Event description:
It was reported the patient underwent initial left total hip arthroplasty approximately 14 years ago with a metal-on-metal construct. Subsequently, the patient was revised approximately 6 or 7 years later due to pseudotumor. Initially, only the head was exchanged for a large poly head. There was still corrosion occurring at the taper of the neck and body junction, so the patient underwent a second revision. Attempts have been made and additional information on the reported event is unavailable at this time.